Event description:
Respiratory infection; I have 4 kids. One in 4th grade, 2nd grade and twins in kindergarten. My 4th and 2nd graders are made to wear mask all day at school, 7 1/2 hours. They can only take it off to eat. My twins do not have to wear a mask at all. My 4th grade and 2nd grader both got a respiratory illness for about 3 weeks but my twins (who do not have to wear them) did not and have yet gotten sick. The mask are breeding grounds for bacteria! Breathing hot humid air all day is not healthy! Plus all the bacteria that gets trapped on it from them touching and breathing. Also, I washed their mask every day, so they start out with clean mask every morning. FDA safety report ID# (B)(4).